Event description:
It was reported that during phaco procedure, the handpiece had issue. The doctor withdrew the phacoemulsification tip, resulting in corneal endothelial injury. When the handpiece issue occurred, the surgery was suspended, and new handpiece was replaced to complete the surgery. The patient had severe corneal edema after the surgery and anti-inflammatory and detumescence treatment was given. The patient is recovering. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.